Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and subsequently discarded at the hospital facility. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was discarded at the hospital facility and therefore will is not expected for return analysis.